Manufacturer narrative:
Customer reported that calibration and qc were acceptable. No system errors were noted. A field service engineer (fse) performed pvt 3 and 5 tests. Pvt 5 normal precision failed with a sample mean low. The fse replaced cartridge chemistries (cc) sample probe and verified all top end alignments. The fse repeated the pvt5 normal precision and it then passed. The fse calibrated tbil, ran qc, and results were acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely negative total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems. Customer reports that some, but not all, patient results were 0.0 and repeat within the normal range on the other instrument. Patient results were not supplied. The results were not reported out of the lab. Patient treatment was not affected.